Event description:
It was reported that the patients battery was not holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. Additional information as received that the explanted ipg was kept by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was not holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.